Manufacturer narrative:
During post dilation, the saber 7mm x 4cm 155 balloon burst 15cm to 20cm from the tip and the balloon was difficult to remove from the patient. There was no patient injury. Although it was difficult to remove, a negative pressure was applied to a 4.5f non-cordis snare and the saber balloon was removed. The procedure was a treatment of the right external iliac artery with mild calcification and tortuosity. The other lesion was the right back knee and the right superficial femoral artery. There was no difficulty noted in the saber balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. A competitor's contrast media and inflation device were used. When treating the iliac lesion, a contralateral approach was made with a 4.5f non-cordis guiding sheath. A 7mm x 4cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was inserted with no resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or through the vessel. The saber balloon was inflated as a pre-dilation and a non-cordis stent was implanted; however, there was difficulty experienced when the saber rx was re-inserted. After confirming the rewrapping, it could be delivered to the lesion. It was then inflated at the lesion and removed; however, the saber rx¿s balloon ruptured, and deflation was confirmed. It also ruptured without applying excessive force. It seems that there is a tear at the joint (the part with a different color) 15 cm to 20 cm from the tip of the balloon. When the saber pta was inflated as post-dilation, it was sometimes difficult to reinsert. At that time, it is possible that the shaft was affected by the excessive force applied to the shaft. Although it was difficult to remove, a negative pressure was applied to a 4.5f non-cordis snare. The balloon was removed intact (in one piece) from the patient. No other information was provided. One product was returned for analysis. A non-sterile saber rx 7mm x 4cm 155 along with an unknown non-cordis catheter sheath was received for analysis coiled inside a plastic bag. Per visual analysis, the body shaft of the saber unit was observed separated at 43.0 cm from the distal end of the unit. No anomalies found on the balloon. Dried blood residues could be observed on the unit. No other anomalies were found. Per functional analysis, balloon inflation test was performed; a syringe filled with water was attached to the inflation lumen and positive pressure was applied to the unit. The balloon was successfully inflated. Neither balloon-burst nor anomalies found. The observed separated area presented evidence of material elongations, which are commonly associated with separations caused by material tensile overload. Also, diameter reduction was observed. The elongations found on the body shaft material, as well as the diameter reduction, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body shaft material was induced to a tensile force that exceeded the body shaft material yield strength prior to the separation. A product history record (phr) review of lot 82213218 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst¿ was not confirmed via device analysis as the balloon passed functional analysis and inflated with no difficulties noted. The reported ¿pta/ptca system withdrawal difficulty - from vessel¿ could not be confirmed due to the nature of the complaint and the inability to replicate this failure in the lab; however, a secondary failure of "body/shaft- separated¿ was confirmed due to the condition of the product received. The exact cause of the reported events could not be determined. Sem analysis revealed the separated area presented evidence of material elongations as well as diameter reduction, these damages are commonly caused by material tensile overload as the material is subjected to extreme force. It was reported by the customer the device was removed intact (in one piece) from the patient; therefore, it is likely the device had a complete separation during shipping and handling. The body shaft material was induced to a tensile force that exceeded the material yield strength resulting in the elongations noted upon analysis. These damages left the material in a fragile state ultimately leading to a complete separation during handling after removal from the patient. It is likely vessel characteristics, procedural factors and handling of the device contributed to the events reported as evidenced by device analysis. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ according to the safety information of the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
During post dilation, the saber 7mm x 4cm 155 balloon burst 15 cm to 20 cm from the tip and the balloon was difficult to remove from the patient. There was no patient injury. Although it was difficult to remove, a negative pressure was applied to a 4.5f non-cordis snare and the saber balloon was removed. The procedure was a treatment of the right external iliac artery with mild calcification and tortuosity. The other lesion was the right back knee and the right superficial femoral artery. There were no difficulty noted in the saber balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's contrast media and inflation device were used. When treating the iliac lesion, a contralateral approach was made with a 4.5f non-cordis guiding sheath. A 7mm x 4cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was inserted with no resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or through the vessel. The saber balloon was inflated as a pre-dilation and a non-cordis stent was implanted; however, there was difficulty experienced when the saber rx was re-inserted. After confirming the rewrapping, it could be delivered to the lesion. It was then inflated at the lesion and removed; however, the saber rx¿s balloon ruptured, and deflation was confirmed. It also ruptured without applying excessive force. It seems that there is a tear at the joint (the part with a different color) 15 cm to 20 cm from the tip of the balloon. When the saber pta was inflated as post-dilation, it was sometimes difficult to reinsert. At that time, it is possible that the shaft was affected by the excessive force applied to the shaft. Although it was difficult to remove, a negative pressure was applied to a 4.5f non-cordis snare. The balloon was removed intact (in one piece) from the patient. The device will be returned for evaluation. No other information was provided.

Manufacturer narrative:
(B)(6). Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.